Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was 500 mg/dl. Customer's blood glucose was 415 mg/dl at time of call. Customer was wearing the device at time of the 911 call. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.